Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the reload was used on the third firing when the surgeon clamped on the body of the stomach. The powered stapler displayed a solid green "push to fire" indicator but did not respond when the toggle button was pressed. A strange sound was noted from the reload before the jaws were fully opened. After the reload was reattached, the surgeon was able to fire; however, a staple line leak and bleeding from the staple line occurred. The surgical procedure was extended by 30 minutes due to these issues. Suturing was performed to reinforce the staple line and stop the bleeding.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was staple line content leak. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the instrument made strange. The reported issue was confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.